Manufacturer narrative:
Describe event and methods; corrected data; initial MDR inadvertently omitted information that was known prior to submission.

Event description:
Per the explanting hospital's policies, explanted devices are discarded. Therefore, the explanted device will not be received for analysis. No additional or relevant information has been received to date.

Event description:
It was reported that the patient's seizure frequency had increased and that the patient was referred for generator replacement due to the seizures. The patient's generator was subsequently replaced. The explanted device has not been received for analysis to date. No additional or relevant information has been received to date.